Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant, when a central jet was identified on the intraoperative tee.

Manufacturer narrative:
Eval results: device history review found the product met specifications when released for distribution. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were partially open. On the coaptation tester (air pressure base testing), the leaflets fully coapted. Hydrodynamic pulse duplication testing demonstrated gradient levels that were within the historical baseline testing. Regurgitation levels were lower than the historical baseline testing. High speed video revealed that all three leaflets opened fully and closed fully at the same time. The leaflets closed on the same plane and the point of coaptation was centered. There was no evidence of regurgitation from the high speed footage. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Analysis testing verified this value was fully operational and functional.